Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.5, lag: ng; (B)(6) 2011, 4.9, 3.1. Pt's therapeutic range: 3.0-4.0 inr. Pt took dose of coumadin on night of (B)(6) 2011. Dose was adjusted on(B)(6) 2011 due to high inratio result of 5.5 inr.

Manufacturer narrative:
Investigation pending.